Event description:
Baxter international inc. Vial-mate adaptors were reported as defective and would not mix. The three lots with issues are: p407429, us007336, us007260. Most of the malfunctioning devices are from lot p407429.